Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low (positive) trans-membrane pressure (tmp) during a patient's hd treatment. During follow up, the bmt reported that the machine had low tmp and negative venous pressure. The machine was returned to service after the bmt replaced the sensor board. The complaint device was reported to be available to be returned to the manufacturer for evaluation. The bmt said that the patient was moved to another machine to complete treatment and their blood was not returned. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if there was any patient harm or adverse event. Follow up with a registered nurse and the facility administrator resulted in no additional information. Neither party had any recollection or record of a blood loss incident in regard to the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.